Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during deployment of the 3.5 x 23 mm xience v stent a dissection occurred. This required an additional stent to cover and treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection, in the IFU and risk assessment matrix is a known adverse event associated with coronary stenting, and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. In this case, there was no report of any product malfunction at the time of the stent implantation. There does not appear to be an indication of a product quality deficiency.